Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose levels. The paramedics were called on (B)(6) 2016. His blood glucose level was 33 mg/dl. The customer had food and glucose tablets to treat his blood glucose level. The customer stopped using the insulin pump on (B)(6) 2016. The device was not returned.